Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to high blood glucose. The customer's blood glucose was 505 mg/dl at the time of incident. The customer stated that they were given insulin to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The insulin pump will be returned for analysis.